Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was 1 cm of stent graft migration seen during a routine follow-up (exact date is unknown). It was also noted that there was a growing type ii endoleak which is the likely cause of the migration. Open repair was performed where the aneurysm sac was opened and the lumbar arteries were ligated. A 32/32/49 endurant cuff was also implanted. This successfully resolved the migration and the type ii endoleak. No clinical sequelae were reported and the patient is fine.